Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, there was a doubt about parad+ algorithm, due to shock delivered without being preceded by atp. The patient died one day after the reported event. It was reportedly assumed by the hospital that the death is not related to the ICD behavior.

Event description:
Reportedly, there was a doubt about parad+ algorithm, due to shock delivered without being preceded by atp. The patient died one day after the reported event. It was reportedly assumed by the hospital that the death is not related to the ICD behavior.

Event description:
Reportedly, there was a doubt about parad+ algorithm, due to shock delivered without being preceded by atp. The patient died one day after the reported event. It was reportedly assumed by the hospital that the death is not related to the ICD behavior.